Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. Battery status shows used battery capacity of greater than 1500 mah. Battery longevity is not calculated due to programmer software not expecting used battery capacity greater than assumed max deliverable battery capacity of 1550 mah. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning was alerted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.